Event description:
Per complaint no. (B)(4), complainant reported that during hand tightening with ratchet during implant placement, driver became stuck in implant and implant came out of osteotomy. Contraindications include smoking and the patient was (B)(6) years of age. This is a supplemental report to 3001617766-2018-00044 which captured the potentially malfunctioning dental implant reported in this incident in complaint no. (B)(4). This report captures the complaint against a potentially malfunctioning hex tool used during the failed osteomotomy.

Manufacturer narrative:
Corrected for hex tool information. Relevant to implant at time of malfunction. Updated for to current information.